Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 32x3.50mm promus premier drug-eluting stent was selected for use. However, the stent strut was found lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.50mm stent delivery system catheter was returned for analysis. A visual examination of the stent found damage to the middle to distal stent region with struts lifted from the crimped position and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed identified tip damage. A visual and tactile examination of the hypotube multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 32x3.50mm promus premier drug-eluting stent was selected for use. However, the stent strut was found lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.